Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) was received on november 30th, 2017. It was reported that the cause of the interstim revision was potentially a fall that the patient endured and that the new device is working well now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor . Caller also reported since implant last year, the patient would need to change his programming frequently every 3 months or so. The patient¿s program was changed (B)(6) 2016, they met with the manufacturer representative (rep) who reprogrammed it to program 4. On (B)(6) 2017 they increased stim and patient was good until he had return of symptoms within the last month (2 or 3 weeks ago). Additional information from the healthcare professional (hcp) on (B)(6) reported the actions/interventions taken to resolve the return of symptoms was the patient was undergoing a interstim revision on (B)(6) 2017. There were no further complications that have been reported as a result of this event.